Event description:
During replacement procedure of normal battery depletion, impedance measurements with the new generator were out of range. Stimulation sensations were tested during surgery with multiple configurations and voltage output as high as 10.5 v. The pt felt no stimulation. The leads were disconnected and impedance was tested with an external neurostimulator. Tested impedance at 6 v and 450 pulse wave, on lead had impedance of 5000-6000 and the other lead had impedances in excess of 10,000. The pt had extensive scar tissue and the leads had been in place for over five years. The physician decided to connect the leads and close the pocket. Two weeks later, a spine surgeon placed new paddle leads to bypass the scar tissue. Pt outcome was not reported. Add'l info has been requested from the hcp.